Event description:
During a routine cataract extraction procedure the surgeon reported that a surge of bss occurred during phaco which caused the lens be pushed through the capsule. The pt was referred to a retinal specialist for removal of the lens and implantation of the iol.